Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082219516a, product type: accessory. Product ID: 924256, lot# 082219516a, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1a220, product type: lead. Product ID: 3389s-40, lot# va1a220, product type lead. Country: (B)(4).

Event description:
It was reported that impedance testing performed with two leads found low resistance values. The leads were not implanted as a result of the issue. There were no further event details reported; no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of leads (both with lot # va1a220 ) revealed evidence of depth stop damage in the lead insulation. It was noted good impedances were observed. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. It is noted the results code and conclusion code are no longer applicable to the event. Upon further review, the codes listed are applicable to both leads.